Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/ evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the savvy long pta balloon dilatation catheter products that are cleared in the us. The 510 k number and pro code for the savvy long pta balloon dilatation catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged grade d vessel dissection (non-flowing limited dissection) occurred after pta pre-dilation treatment in the sfa with the pta balloon dilatation catheter during the first inflation at 8 atms. Reportedly, since the dissection was not a flow-limiting dissection, the patient had angioplasty with a lutonix drug-coded balloon and was enrolled in the (B)(6) study. The patient was reportedly stable at the conclusion of the procedure.